Manufacturer narrative:
The t:flex user guide states: "replace the cartridge every 72 hours if using novolog." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms despite changing out supplies. Reportedly, the customer typically wears their supplies for 5-6 days. There was no impact to the customer's blood glucose. The customer declined to change supplies during troubleshooting with tandem technical support and declined further follow up.